Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed as medical records, images, or devices were not returned. Review of the device history records identified no deviations or anomalies during manufacturing. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00430204619, offset modular humeral head 19 mm head height 46 mm spherical head diameter, lot 62769839; 00434811413, humeral stem 48 degrees 14 mm stem diameter 130 mm stem length, lot 62672322.

Event description:
It was reported that in an unknown timeframe post implantation, the patient experienced dislocation of the shoulder. This was reported through patient's legal counsel. No further information is available.